Manufacturer narrative:
The results of the returned device analysis identified that the lock line was unable to be removed and was determined to be related to the knot (material deformation) identified on the lock line; therefore, the reported mechanical jam of the lock line was confirmed. The reported unintended movement of clip opened while locked and difficult to open or close- clip jumping could not be replicated in a testing environment due to the condition of the returned device (clip was separate from the cds and some components were not returned). The reported difficult to remove- cds/sgc could not be replicated in a testing environment due to the condition of the returned devices (clip was separate from the cds and sgc soft tip was deformed). Expulsion- ccd could not be replicated in a testing environment due to it being related to procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, the analysis of the returned device and the imaging review, while the inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. The reported unintended movement of clip opening while locked (cowl) and clip jumping open resulting in expulsion (clip detaching from both the leaflets) and difficulty retracting/removing the open clip inside the steerable guide catheter (sgc) post clip deployment was likely related to the observed knot in the lock line that put pressure on the locking mechanism of the clip, allowing the clip to open. Deploying the clip while tension is being applied from the lock line onto the locking mechanism of the clip could allow the clip to open. Perforation appears to be related to procedural conditions associated with the inability to retract the open clip into the sgc (difficult to remove) and how the open clip and sgc were removed from the anatomy. The possible foreign body in patient appears to be due to procedural conditions associated with the open clip getting pulled forcefully in attempts get it into the sgc and/or the snaring of the clip. The reported patient effect of perforation, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Unexpected medical interventions (cutting the lock line for removal and snaring) and removal of foreign body were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report an unintended movement, clip jumping, difficult removal, and perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was successfully deployed on the mitral valve. A second clip was advanced, and the leaflets were grasped. Upon starting the deployment sequence, the lock line was unable to be removed. The physician decided to continue with the deployment of the clip. However, it was then observed the clip arms jumped open and the clip completely detached from the leaflets. Therefore, the physician decided to remove the clip. While attempting to remove the clip delivery system (cds) it was noted the clip was unable to be retracted into the steerable guide catheter (sgc). The decision was then made to remove both the sgc and cds at the same time. Upon removal, it was observed the septum was damaged by the clip and the soft tip of the sgc was deformed due to the open clip. The clip was exchanged and one additional clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. Subsequent to the previously reported information, it was further reported that the clip was snared to the sgc for removal due to the clip not being able to be removed through the sgc. It was also noted the lock line was cut to be removed. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report an unintended movement, clip jumping, difficult removal, expulsion, and perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was successfully deployed on the mitral valve. A second clip was advanced, and the leaflets were grasped. Upon starting the deployment sequence, the lock line was unable to be removed. The physician decided to continue with the deployment of the clip. However, it was then observed the clip arms jumped open and the clip completely detached from the leaflets. Therefore, the physician decided to remove the clip. While attempting to remove the clip delivery system (cds) it was noted the clip was unable to be retracted into the steerable guide catheter (sgc). The decision was then made to remove both the sgc and cds at the same time. Upon removal, it was observed the septum was damaged by the clip and the soft tip of the sgc was deformed due to the open clip. The clip was exchanged, and one additional clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed reports, the additional information was received that the patient was part of the mitraclip trial --mitraclip post market surveillance (pms) study in south korea patient ID: (B)(6).